Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01101. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient experienced pain, erosion, vaginal scarring, and bleeding post operatively.(B)(4).

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01101. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient had a concurrent procedure of an implant with spmm-149 surgipro mesh, 14¿ x 9¿, (coviden) performed during mesh implantation.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat urinary incontinence and a cystocele on (B)(6) 2005 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient experienced pain, erosion, vaginal scarring, and bleeding post implantation. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01101. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional patient codes: (B)(4)- urinary frequency, (B)(4)- urinary urgency, (B)(4)- urinary incontinence, (B)(4)- urinary tract infection additional narrative: it was reported that following insertion the patient experienced urinary frequency, urinary urgency, urinary incontinence and urinary tract infection.